Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor would not power up. The device was used for the procedure. The user reported that the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.